Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Cause was not known. Reportedly, customer reverted to manual injections for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.